Event description:
It was reported that removal difficulties and balloon deflation failure occurred. The chronic totally occluded target lesion was located in the left main artery. A 5.00 x 8mm synergy megatron drug-eluting stent (des) and a 5.00x16 synergy megatron des were deployed for treatment. However, it was noted that the stent balloons were sticky and stuck in the lesion where the stents were implanted. It was also noted that the balloons were not deflating properly and one of the balloons got stuck and could not pass through the guide catheter. The physician had to pull negative and deflate the balloons multiple times and had to take the balloons and guide catheter system out, as a whole unit. Both stents were implanted into the patient and the procedure was completed. No harm was caused to the patient.

Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr us 5.00 x 16mm stent delivery system was returned for analysis. The device was returned with no stent attached and the balloon in a deflated state. Device soaked overnight in the waterbath at 37 degrees. No stent was returned. The balloon was in a deflated state with no signs of visual damage. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found the wire lumen bunched approx 5cm from the tip preventing guidewire from being tracked and subsequently preventing the device from being advanced through guide catheter.

Event description:
It was reported that removal difficulties and balloon deflation failure occurred. The chronic totally occluded target lesion was located in the left main artery. A 5.00 x 8mm synergy megatron drug-eluting stent (des) and a 5.00x16 synergy megatron des were deployed for treatment. However, it was noted that the stent balloons were sticky and stuck in the lesion where the stents were implanted. It was also noted that the balloons were not deflating properly and one of the balloons got stuck and could not pass through the guide catheter. The physician had to pull negative and deflate the balloons multiple times and had to take the balloons and guide catheter system out, as a whole unit. Both stents were implanted into the patient and the procedure was completed. No harm was caused to the patient.